Event description:
The customer reported the 7600 system will not boot. No patient injury.

Manufacturer narrative:
The service rep replaced the image processor asm and aligned the collimator. The system operates as intended.